Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has yet to be acquired.

Event description:
It was reported that during a routine device change out procedure, the patient's right atrial lead noted to interfere with the operation of the implanted device. The lead was also observed to have high pacing impedance and failure to sense. The lead was explanted. Patient condition is unknown.